Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the blood return from the hemostasis valve on the sheath was much slower than expected. The case was completed with cryo. No patient complications have been reported as a result of this event.